Event description:
I got essure in (B)(6) 2013, and have had nothing but problems. But doctors keeps brushing it off. I know it is essure. I have massive weight gain/and loss. Seriously I can wake up one day and be (B)(6) the next be as low as (B)(6). It's crazy, I have stabbing pains in both my sides. And occasional hip pain. My periods last from 1 day to 3 weeks. Just however my body is feeling that month. And when I have my periods I am dying. No one should lose that much and still breathe. My sex life has dwindled drastically. All essure has been is hell and I just want my life back. Along with symptoms is back pain, it's everyday might I add it's sad I've come to somewhat tolerate it. It needs to be removed so no others can suffer as all of us sisters have.